Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided inappropriate therapy due to supraventricular tachycardia (svt). Technical services (ts) reviewed two episodes where inappropriate therapy was delivered. Ts advised in the first episode the crt-d delivered inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to the atrial driven rhythm. In this case the shock terminated the atrial arrhythmia. In the second episode reviewed the crt-d delivered three rounds of inappropriate atp and six inappropriate shocks due to svt. Therapy was exhausted. The rhythm remained unchanged. Ts noted in both cases inappropriate therapy delivered did not induce or accelerate the arrhythmia. Ts provided reprogramming recommendations. Additional information from the field representative provided reprogramming has been completed. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided inappropriate therapy due to supraventricular tachycardia (svt). Technical services (ts) reviewed two episodes where inappropriate therapy was delivered. Ts advised in the first episode the crt-d delivered inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to the atrial driven rhythm. In this case the shock terminated the atrial arrhythmia. In the second episode reviewed the crt-d delivered three rounds of inappropriate atp and six inappropriate shocks due to svt. Therapy was exhausted. The rhythm remained unchanged. Ts noted in both cases inappropriate therapy delivered did not induce or accelerate the arrhythmia. Ts provided reprogramming recommendations. Additional information has been requested but not provided at this time. This crt-d remains in service. No additional adverse patient effects were reported.